Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specs prior to release. Due to lack of info, no conclusion can be drawn at this time.

Event description:
Pt had successful implant of a bifurcated device, an infrarenal proximal cuff and a limb extension in 2008. The pt developed a type I endoleak. Five months later, the pt was treated with an add'l limb extension. There was good outcome at the end of the procedure.